Event description:
The technician found that when the brakes were engaged the casters would still swivel.

Manufacturer narrative:
The technician found that the casters teeth were worn. He replaced the casters to repair the bed.